Event description:
It was reported that during a da vinci-assisted surgical procedure, the user experienced an issue activating/firing energy with the long bipolar grasper instrument. Inspection identified a broken conductor wire at the instrument tip. The complaint alleges that there is no energy delivered, thus, there is no risk of any adverse event related to an unintended energy discharge to the patient. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm long bipolar grasper involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed the 8mm fenestrated bipolar was found to have a broken bipolar yaw pulley. A piece approximately 0.42 x 0.129 was found to be broken off. The broken fragment was not returned with the device. This failure is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument.